Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported on monday they had computed tomography (CT) scan was told that they didn't need to turn the stimulator off at all. During the procedure, they got the 'tingling' feeling like they've been 'electrocuted', it was so bad they couldn't even stand the whole rest of the CT scan and made their back 'spasm'. Pt was asking if that had something to do with the stimulator. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to further address the issue. Patient mentioned previously documented case. Patient also mentioned that they feel "electric shocks from head to toe that they were screaming in pain and they felt burning in their back". Agent reviewed that whenever they would have any procedures, it would be best to turn the stimulation off. Patient mentioned that they feel better now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt called back and said they got a letter about this call and wanted to clarify that the electric spasms only happened during the CT scan and not after at all. Pt knows they should turn stimulation off during future CT scans.